Event description:
Reporter stated that caller from facility reported that there were problems with the volume and specific gravity displays on station 4. Although nothing had been programmed, the volume display shows the number 1 and the specific gravity display shows the number 10. The reporter had the caller rub the lcd displays, but this made the situation worse in that the lcd was now dark and had a horizontal line through it. The unit was sent to the MFR for evalutation. No pt involvement.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all accuracy tests. However, the station 4 display was cracked and displaying incorrectly. Unit also failed the chamber cover switch test. The complaint was confirmed. Unit was sent to repair where station 4 7-digit multiplexed lcd was replaced and the chamber cover re-aligned. Unit then passed qa final inspection.